Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 340mg/dl while wearing the pod between 1 and 4 hours. The patient reported that the cannula was double pierced by the needle. The cannula did not insert into the skin properly. It was also reported that the adhesive was loose near the cannula and there was insulin leaking. As treatment, the patient successfully activated a new pod.